Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: (B)(4). Clinical notification received for revision of left total knee to address femoral osteolysis. Date of implantation: (B)(6) 2019, date of revision: (B)(6) 2021, (left knee). Treatment: femur and tibial insert revised. Additional information received: on (B)(6) 2019, the patient underwent a primary left knee arthroplasty due to osteoarthritis. Depuy products were implanted. On (B)(6) 2021, the patient underwent a left knee revision to address pain, discomfort, edema, instability, walking difficulty, and osteolysis. Pre-operatively the surgeon suspected femoral component was loose, however, the revision operative note confirmed the femoral component was well-fixed. The surgeon noted minimal bone loss to the femur. The tibial insert and femoral component were revised. The tibial tray and patellar component were retained. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.